Manufacturer narrative:
It was reported that the patient was over 18 years old. Reported event of exit marker bunched. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy with esophageal dilatation procedure on an unknown date. According to the complainant, during preparation, it was noted that there was a "barb," or what felt like a piece of metal, sticking out the side where the balloon meets the catheter. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.